Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump black box showed several unexplained power events. The battery compartment was found to be intact. The battery cap was examined and the threads were found to be worn. The battery cap was unable to fully tighten onto the pump and power loss was duplicated during testing. A test cap was inserted and the pump was exercised for 24 hours without power issues. The pump was opened and no defects were found to the power circuit. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas to report the pump would intermittently power off. The patient suffered no injury due to this pump issue. The patient reported the battery cap o-ring was visible and he was unable to tighten it securely. Troubleshooting revealed no corrosion or damage seen on the battery compartment. It was also determined the patient had never replaced the battery cap, which is recommended by the manufacturer every six months. The power issue was not resolved, therefore this complaint is being reported.